Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "discomfort, stabbing pain, and a hardened breast, mainly in the lower part of the breast (sharper than the left breast), burning and at the bottom you can feel like a lump." Healthcare professional later reported "a possible contracture" (baker grade unknown). This record is for right side. Device remains implanted.